Event description:
Customer reported that the nurse saw bubbling in the primary IV bag when the secondary IV was infusing. Preliminary summary: one used primary IV set with a back check valve, model #72433e, lot number unk, was received. The primary IV set was tested for back flow from a secondary IV set. Back flow from the secondary IV thru the back check valve was confirmed. The back check valve has now been sent to the supplier. A f/u report to the FDA will be filed if add'l info is provided by the supplier.

Manufacturer narrative:
Pt info requested and all available info is included.